Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: lot 7j01301 was manufactured on 09/13/2017, in the convex 2 pc line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 05/29/2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 404593, sap material ID 1156501 and manufacturing order 1364917. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is not photo available associated to the reported problem. Conclusion summary of the related event: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction code ost-pmc1.8 (skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: method opportunity: due to the fact that the occurrence of this failure mode is not constant, it has peaks of occurrence during the process, it is observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it is suggested the implementation of a continuous testing method to anticipate to all of the peaks. Manpower opportunity: a certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in the operation they are executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. Machine: it is considered that due to the observations registered, machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing and pi21-139 rev 10.0 specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below are the observations. Misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions were taken for each factor and summarized on corrective action / preventive actions (CAPA) plan (B)(4). Actions covered in this investigation were implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 9618003.

Manufacturer narrative:
MDR 9618003-2019-16821 / device 5 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he had used 2 wafers from a box of 10 that had reduced wear time due to discomfort of the off centered starter hole. His wear time was usually 7 days, which was reduced to 24 hours. He had 3 remaining unused skin barriers from this market unit that appeared off centered. No photo is available at this time.